Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter was reading inaccurately high. The complaint was classified based on the customer care representative (ccr) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 11am. She tested on the subject meter and observed a value of ¿204mg/dl¿ as compared to ¿84mg/l¿ obtained on a freestyle meter performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. The patient manages her diabetes with humalog insulin (self adjusting) and reported that she administered 2 units insulin at approximately 11:05am in response to the alleged high reading. At approximately 12pm, she claimed she developed symptoms of ¿sweat attacks and shaking¿ but denied receiving any form of medical intervention. No other device was used for testing. At the time of troubleshooting the ccr confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing with no faults found. The subject test strips were alas returned; however, testing has not yet begun. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 07/02/2013-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 6/22/2013 and 6/25/2013, respectively, with the following findings: the meter passed all testing with no faults found; the complaint was not reproduced. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the original complaint, it was found that the test strips had been overlabelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.